Event description:
It is reported that the pt was revised due to dislocation.

Manufacturer narrative:
Eval summary: x-rays and operative notes were received for review and did not indicate anything out of the normal. The operative notes state that a +6 liner give the best tension to the soft tissues, allowing for stable motion. The tm reverse shoulder surgical technique states "the joint should be stable throughout the range of motion. If the construct dislocates, varying thickness trial liners and/or trial spacers should be used to obtain the proper joint stability." Joint tensioning is based on the surgeon's clinical eval during the surgery as such, no deficiencies with products could be found. Cause cannot be determined. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.